Event description:
As reported (B)(6) 2014, a male pt of unk age presented for an endovenous laser procedure. When opening the sterile packaging during preparation for the procedure, it was noted the fiber was fractured in the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury ot the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the MFR for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).